Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump, which had gone through an x-ray scanner at the airport. The customer's blood glucose level was 450 mg/dl, but he reportedly felt okay. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the product for analysis.